Manufacturer narrative:
Pump received with blank display due to b1/interface board broken solder joint. Unable to confirm off no power alert and unable to perform any tests due to blank display. Pump received with cracked battery tube thread noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that insulin pump had multiple error alarm. Customer¿s blood glucose was 207 mg/dl at the time of incident. Troubleshooting was performed for insulin pump error. Product will return for analysis.